Event description:
Nellcor puritan bennett received a report from a biomedical engineer that the unit did not provide an audio tone following the speaker upgrade. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for eval but has not yet been received.